Manufacturer narrative:
Received one fx35450s in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the tip of the wire has a broken appearance with a small piece missing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: -inspect the guidewire for damage prior to use. Do not use if the wire has been bent, kinked, or damaged in any way. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed asia received notification from the distributor in (B)(6) of an issue with the fx35450s, fxwire straight guidewire, lot # 201905131. It was reported the tip of the fxwire advanced measurement guidewire was broken in the body. It is noted the issue occurred on (B)(6) 2020 during a procedure, type unreported, and the procedure was successfully completed using another alternate device. It is also indicated there was no impact or injury to the patient. To date, although multiple attempts have been made to gather additional information, no information has been made available. Although there is limited information on this reported issue, due to previous filings for similar events of the guidewire breaking while being used in the patient, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence for the breakage.